Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker could not complete an interrogation. Technical services (ts) requested engineering investigate. Engineering advised the home environment is not likely to be the cause of the failed interrogation. Ts advised the patient should be seen at their clinic for additional troubleshooting assistance. Additional information was requested but not provided. Due diligence has been completed. This pacemaker remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker could not complete an interrogation. Technical services (ts) requested engineering investigate. Engineering advised the home environment is not likely to be the cause of the failed interrogation. Ts advised the patient should be seen at their clinic for additional troubleshooting assistance. Additional information was requested but not provided. Due diligence has been completed. Subsequently, this pacemaker was explanted due to normal battery depletion. Another pacemaker was implanted to complete the procedure. This pacemaker was returned and analysis performed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker could not complete an interrogation. Technical services (ts) requested engineering investigate. Engineering advised the home environment is not likely to be the cause of the failed interrogation. Ts advised the patient should be seen at their clinic for additional troubleshooting assistance. Additional information was requested but not provided. Due diligence has been completed. Subsequently, this pacemaker was explanted due to normal battery depletion. Another pacemaker was implanted to complete the procedure. This pacemaker has not been returned at this time. No adverse patient effects were reported.